Event description:
It was reported that during implant, the lead would not fully advance into the atrial port of the pulse generator. The device exhibited a set screw anomaly. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.